Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the identified photos black particles material was found on the shell and the device was broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "patient felt a discomfort in right mammary gland and determined the mammary gland visual changes. As per MRI right mammary implant rupture was found." Device has been explanted.